Event description:
It was reported that the customer had high blood glucose levels of 204 mg/dl. It was reported that the customer was trying to do a bolus but the numbers on the screen of the insulin pump would just keep scrolling. The customer reported that the buttons of the insulin pump would keep scrolling. The customer also reported that some of the buttons of the insulin pump were not working. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage on the keypad traces. No scrolling numbers display anomaly noted. No moisture damage on the electronic assembly noted. The device was received with cracked display window, cracked display window corners, and cracked reservoir tube lip.